Event description:
A nurse was splashed in the eye with preservcyt while testing. The preservcyt did contain pt sample. The nurse's eye was flushed with water for 15 minutes. The nurse did see an eye doctor and was prescribed eye drops for the burning. The nurse is currently doing fine.